Event description:
On 7/28/2023, it was reported by a sales representative via sems that an ar-9597-20 angled reamer sleeve and an ar-9676 angled reamer drive shaft were cold welded together. This was discovered during an unspecified procedure, with no patient harm. Additional information was received on 8/24/2023: this was discovered during a reverse shoulder arthroplasty procedure on (B)(6) 2023. The case was completed by opening a different augment tray.

Manufacturer narrative:
Additional info: b5, h6. Complaint is confirmed. Visual evaluation revealed that ar-9597-20 angled reamer sleeve and ar-9676 angled reamer drive shaft are stuck. Also, noted the damage on the edges around the device and abrasion marks on the base of the angled reamer. Functional testing was not possible to perform because ar-9676 is stuck inside ar-9597-20. It was also not possible to separate the devices. The most likely cause of this condition is excessive force/friction during use or insertion.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-9597-20 angled reamer sleeve and an ar-9676 angled reamer drive shaft were cold welded together. This was discovered during an unspecified procedure, with no patient harm. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.